Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover was scratched, both bail covers were missing, two case screws were missing, the battery contacts were compressed, both bails were missing, the ring was bent and the battery drawer was broken. (B)(4).

Event description:
It was reported the case is broken. The device was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.